Manufacturer narrative:
Pump was received with constant pump error alarm during rewinding due to jammed motor gearbox. Unable to perform functional testings due to pump error. Unit was received with scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no motor movement alarm on the insulin pump. Customer¿s blood glucose level was unknown. Customer advised they were unable to rewind the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.